Manufacturer narrative:
(B)(4). Batch # p91c1t. Investigation summary: the handpiece was received with the nose cone cracked. In addition, the coating material of the housing was flaking off. Based on prior investigations, the loose particles on the surface are likely aluminum oxide from the base material. The handpiece was connected to a generator, evaluated with a test instrument, and was found to be non-functional. The instrument was disassembled to inspect the internal components and the moisture indicator was positive. Due to the cracked nose cone, moisture entered the hand piece mid-housing. Analysis was unable to determine the exact root cause that lead to a crack in the handpiece nose cone. It is possible that the ingress of moisture affected handpiece functionality. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, there was a crack on the junction part of the hp054. The hp054 could not be used. The number of remaining uses of hp054 was unknown. Another handpiece was used to complete the case. There were no adverse consequences to the patient.